Manufacturer narrative:
Additional information: the actual device and a companion sample were received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. A device testing was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced air in the line of a homechoice cassette without an alarm. This was identified while in use on a patient for automated peritoneal dialysis therapy. The process step in which this occurred was unspecified. There was no patient injury or medical intervention associated with this event. No additional information is available.